Event description:
During preventative maintenance bed found with ground loss light blinking. No injury reported. Power cord is missing a ground prong. Replaced power plg to resolve the issue. Bed does have a flashing indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.